Event description:
It was reported that during coronary artery bypass graft surgery in 2009, the right atrial (ra) lead was compromised from the ra cannula. The ra lead thresholds had been high since the surgery. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1, ipg, implanted: (B)(6) 2007. (B)(4).